Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 14, 2022.